Event description:
It was reported that (1) 355ld was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the silicone gasket tore in a completed circle and fell into the pt during procedure. The surgeon saw this floating in the pt at the end of the procedure and retrieved it. It is unknown how the case was completed. There was no consequence to the pt.